Manufacturer narrative:
Section a1-a4: there was no patient involved. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Section d4 - primary unique device identification (UDI) number: corrected. Section g3 - PMA #: corrected. Manufacturer¿s investigation conclusion: the reported event of damaged housing was confirmed via evaluation of the returned heartmate mobile power unit (mpu). The mpu, serial number (B)(6), was received at the european distribution center (edc) on 04feb2025. The unit was visually inspected and damage to the bottom housing was observed. The mpu was connected to ac power and passed all functional testing. Due to the damaged housing, the mpu was scrapped. The provided information indicated the mpu was not in use by a patient at the time of the reported event. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2017. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use, section d, entitled ¿safety checklist¿, instructs the user to inspect the mpu and mpu patient cable for damage. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no patient adversity since the device had not been assigned to a patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the housing of the mobile power unit (mpu) was broken. The device was returned for repairs.